Event description:
A healthcare facility in (B)(6) reported that a 900mr561 temperature probe was faulty as it read 60 degrees while being used with a hc500jhu humidifier. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the 900mr561 temperature probe was tested per the technical manual. Results: when the probe was tested, the associated humidifier base generated a temperature probe alarm and displayed a fault code. A lot check revealed no other complaints of this nature for this lot number. Conclusion: during testing, the humidifier base displayed a fault code indicating that there was a short circuit in the airway thermistor. The fisher & paykel healthcare humidifier base feature fault codes and alarms that will alert the user to a faulty probe. (B)(4).